Event description:
It was reported that the patient's left lead "wasn't where it belonged." It was noted that "a revision was being considered" and that 2 leads could possibly be placed on the left side. It was noted that the patient had a stimulation sensation down her right leg and in her stomach. It was noted that the patient was having coupling issues with her device. Basic functionality of the device was reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# va00l3s, implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).